Event description:
It was reported that there was high impedance, oversensing, high thresholds, and a lead fracture. The patient further reported that ever since the device was implanted he felt little shocks, 'almost like static electricity', had pain on his left side, and his doctor told him the lead disintegrated and fell apart in three places. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.